Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, the commander delivery system with crimped valve got stuck in the esheath and it was not possible to advance. It seemed that the artery was tortuous yet straightened by the introducer. All the devices were removed as a unit and a new kit was used without problems. No patient injury occurred and patient was stable post-procedure. As per returned device, one valve strut bent outwards at inflow site could be observed.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections g3, g6, h2, and h10 of this report has been updated. Per review of returned device, the returned valve presented a bent strut, but there was no indication that the commander with valve exited the tip of the sheath nor sheath loss of integrity. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.